Event description:
It was reported the pt developed an infection at her scs ipg pocket site. The pt is being treated with antibiotics. Additionally, culture results are unk at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history record and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.